Manufacturer narrative:
Zimmer biomet complaint (B)(4). Medical product: biomet microfixation battery powered power driver catalog #: 50-1000 lot #: ni, biomet microfixation 1.5 ht x-lock blade, powerdriver catalog #: 50-1015 lot #: ni. Therapy date: (B)(6) 2018. Report source: foreign country - (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a craniotomy procedure one screw could not be inserted into the bone. The surgery was completed using another screw of the same size. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the screw (part# 95-6103, lot# unknown) showed signs of wear, with a fractured tip. The screw was functionally tested by using a 1.5mm blade and driver to drive the screw into a block of white oak wood. The screw did not insert into the wood block easily, therefore the complaint is confirmed. Another functional test was conducted on the screw to check the screw's retention. The screw was placed on the blade + driver assembly and held by a pair of forceps. The screw was able to support the weight of the blade and driver. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to excessive force due to forcing the screw into a higher density bone. The instructions for use (IFU) for this screw states in the section titled 'warnings': intraoperative fracture of screws can occur if excessive force (torque) is applied while seating bone screws. The IFU also states in the section titled 'bone screws: excessive torque can cause the screw to fracture. Self drilling screws may fracture, bend or break if used in a bicortical application. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This report is being submitted to document the results of the device evaluation.